Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: a mix of duodenal switch, modified duodenal switch, and roux en y procedures. Detailed description of event: company rep was present in the case when a pair of scissors were observed to have tissue snagging on the blade tips rather than cutting. The case was completed with a second pair of scissors. No patient injury occurred. Additional information received via email 07feb2022 from [name], account manager: model of complaint device is cb040. Event date is either 01feb2022 or 02feb2022. Product is not available for return. Patient status: no patient injury occurred. Type of intervention: the case was completed with a second pair of scissors.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: a mix of duodenal switch, modified duodenal switch, and roux en y procedures detailed description of event: company rep was present in the case when a pair of scissors were observed to have tissue snagging on the blade tips rather than cutting. The case was completed with a second pair of scissors. No patient injury occurred. Additional information received via email 07feb2022 from [name], account manager: model of complaint device is cb040. Event date is either 01feb2022 or 02feb2022. Product is not available for return. Patient status: no patient injury occurred. Type of intervention: the case was completed with a second pair of scissors.